Manufacturer narrative:
(B)(4). Additional information provided: upon follow up it was reported that the patient had recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in 1960. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.